Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had an unresponsive touchscreen after being carried in a pocket, with a small mark noted on the screen and no visible crack, and the device was deemed nonfunctional; the user could not navigate to install available updates, and a replacement was arranged along with instructions to shut down the device, return it with a provided label, and restart therapy on the replacement, while continuing cgm use via dexcom. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, completion of troubleshooting and education, shipment of a replacement device, and preservation of therapy continuity via cgm. Investigation included remote assessment and customer troubleshooting. Investigation of this case revealed a suspected user interface failure consistent with a sleep/wake or touchscreen input malfunction, with no evidence of injury or systemic device alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.